Event description:
It was reported that there was some nerve damage done during implant of stimulation on the right side. The right side was never programmed and now would like programming to turn stimulation on. The patient had an appointment for (B)(6). Information regarding the cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type recharger .product ID: 355024, lot# n356387, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).